Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the customer reported the universal surgical manipulators (usm) were moving in the wrong direction. The intuitive surgical, inc. (Isi) technical support engineer (tse) stated the surgeon would move master toom manipulators (mtm) down and the usms would move in different direction. The tse had customer remove the 30-degree endoscope and press the instrument clutch button to clear memory. The customer installed the endoscope and issue was resolved. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.